Manufacturer narrative:
Asaio journal 2017 - clinical cardiovascular. Doi: (B)(4). Heartware ventricular assist device as a bridge-to-transplant in a small boy with complicated kawasaki disease. Christopher e. Mascio,* dhananjay p. Malankar,* jonathan j. Rome. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
A journal article was reviewed which contained information regarding left ventricular assist device (lvad) support in a (B)(6)-month-old child with kawasaki disease. On postoperative day 9, lactate dehydrogenase (ldh) enzyme levels were elevated.  They attributed the rise in ldh to hemolysis, the rpm were decreased to 1,900 and the ldh trended down to less than 1,000 u/l.  Coumadin was started and the patient was transferred to the step-down unit where his international normalized ratio (inr) was maintained between 2 and 2.5.  After 5 months of lvad support, a suitable donor became available and the patient underwent cardiac transplantation.  No further patient complications have been reported as a result of this event.